Event description:
I was implanted with the essure coils in (B)(6) 2009. My health declined for the first year, many sinus infections, bronchitis and stomach flu. I had my first anaphylactic reaction to soap in (B)(6) 2010. I had a severe anaphylactic reaction in (B)(6) 2011. Three trips to the emergency room, admitted twice for 4 and 3 days also to soap. During the (B)(6) 2011, I had an anaphylactic reaction to benadryl liqui-gels. All of the things (soaps and liqui-gel capsules) I reacted to had coconut in them. I went to the (B)(6) in (B)(6) 2011 and was diagnosed with possible multiple chemical sensitivity. I have since had many allergic reactions to many foods as well as to soaps and other chemicals. Anaphylactic reactions are common with multiple chemical sensitivity. I also developed severe abdominal pain in the (B)(6) 2012 where my coils were located. My gynecologist believed that the essure implants were responsible for my abdominal pain and that if I continued to have allergic reactions I might have a fatal reaction to the essure implants. Dr (B)(6)of the (B)(6) has published a paper noting that many of his patients developed multiple chemical sensitivity after having a metal implant with the same metals that essure uses. I have not yet recovered from the allergies but my abdominal pain has improved since I had a hysterectomy to remove the coils in (B)(6) 2013. Dose or amount: 2 coils. Dates of use: (B)(6) 2009- (B)(6) 2013. Almost 3 years. Reason for use: birth control.